Manufacturer narrative:
Evaluation summary: no immediate post-op x-rays were provided to confirm whether glenosphere completedly seated on base plate during surgery. X-rays after fluoroscopic examination indicate gelnosphere appears to have seated in correct orientation onto base plate. Glenosphere tilted at an angle may be caused by soft tissue or bone trapped around base plate taper during glenosphere insertion, insufficient bone clearance around base plate or interference with retractors could potentially cause glenosphere to sit at an angle relative to base plate and prevent complete seating of glenosphere. No product or x-rays were returned for evaluation. Device history records indicate manufacture to specification.

Event description:
It is reported that the device was implanted in 2007. Approximately 2 weeks post-op, the surgeon observed that the glenosphere was mal-positioned, not seated properly on the baseplate and is resting at an angle. In 2007, it was observed via fluoroscopy that the component was stable and functioning well. A revision surgery is not currently scheduled.